Event description:
Healthcare professional reported a left side rupture, "lobulations", and "calcifications." Healthcare professional later reported capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Healthcare professional reported a left side rupture, "lobulations", and "calcifications." Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted, replaced, and discarded.